Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that introducer needle fractured while in the body. The customer¿s blood glucose level 142 mg/dl at the time of the incident. Customer stated that the sensor needle was bent when he took it out of the packaging. Sensor will not be returned for analysis.